Event description:
Device returned to manufacturer no reason for explant and return provided - hcp no longer practicing in the area. Follow up with hcp currently providing care for the patient stated - patient had malignant neuroleptic syndrome related to the pump function with rhabdomyolysis and renal failure. Pump system was found to be "not working" - no baclofen was present in csf when csf was tested. No other notes related to device function. Patient recovered from the episode.